Event description:
It was reported during a cystectomy procedure, the device locked out and would not fire. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that one atw35 device was returned with the shrouds opened and the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger post and teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail and the shrouds to become opened, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).